Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements, oversensing of noise resulting in pacing inhibition, loss of capture (loc) and high capture thresholds a lead fracture was confirmed via x-ray. A revision procedure was performed and the lead was explanted and replaced. No additional adverse patient effects were reported. Further information regarding product return status has been requested.